Event description:
Boston scientific received information that at a normal device check the physician found that the right ventricular (rv) lead shock impedance measurement was over 125 ohms with body movement and it would go back to 54 ohms. Daily measurements show shock impedance measurements were stable from 55 to 65 ohms. The physician performed further troubleshooting and then found impedances measurements were greater than 125 ohms when triad or rv coil to can. When reprogramming coil to coil the impedance measurement was 97 ohms and stable. As a result of the intermittent high shock impedances, a memory dump was performed and analyzed by engineering. The veneering analysis was inconclusive, because there are some intermittent readings when the can is involved. The engineers feel that still may be related to some type of noise during the commanded measurement or potential related to the can/tissue interface that is intermittent. The patient was scheduled for non invasive lead integrity testing. No adverse patient effects were reported. Defibrillation threshold (dft) testing was performed. Dft's were successful in all three vectors at 11 joules. Impedance measurements were taken multiple times during dft and all measurements were 60 ohms in triad. No high impedance measurements were found. The physician elected to leave the patient programmed in triad. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.